Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 07-mar-2019. The most recent information was received on 21-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("continuous lumbar pain"), anaemia ("serious anemias") and genital haemorrhage ("abundant hemorrhages with many clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain (seriousness criterion medically significant), adnexa uteri pain ("ovary pain"), anaemia (seriousness criterion medically significant), menstruation irregular ("irregular menstruations"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("bleeding between menstrual periods"), allergy to metals ("nickel allergy"), inflammation ("her belly is always inflamed"), headache ("frequent headache"), alopecia ("hair loss"), dyspareunia ("unbearable pain during sexual intercourse"), fatigue ("fatigue") and discomfort ("general discomfort"). Essure treatment was not changed. At the time of the report, the back pain, adnexa uteri pain, anaemia, menstruation irregular, genital haemorrhage, metrorrhagia, allergy to metals, inflammation, headache, alopecia, dyspareunia, fatigue and discomfort had not resolved. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, alopecia, anaemia, back pain, discomfort, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menstruation irregular and metrorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("continuous lumbar pain"), anaemia ("serious anemias") and genital haemorrhage ("abundant hemorrhages with many clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain (seriousness criterion medically significant), adnexa uteri pain ("ovary pain"), anaemia (seriousness criterion medically significant), menstruation irregular ("irregular menstruations"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("bleeding between menstrual periods"), allergy to metals ("nickel allergy"), inflammation ("her belly is always inflamed"), headache ("frequent headache"), alopecia ("hair loss"), dyspareunia ("unbearable pain during sexual intercourse"), fatigue ("fatigue") and discomfort ("general discomfort"). Essure treatment was not changed. At the time of the report, the back pain, adnexa uteri pain, anaemia, menstruation irregular, genital haemorrhage, metrorrhagia, allergy to metals, inflammation, headache, alopecia, dyspareunia, fatigue and discomfort had not resolved. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, alopecia, anaemia, back pain, discomfort, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menstruation irregular and metrorrhagia with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.